Event description:
Defibrillator will go to error message "defib fault 78" unable to charge defib capacitor when charged. The hosp purchased 19 zoll m series defibrillators in 2001. 5 defibrillators found to be malfunctioning with defib fault 78. Those defibrillators are part of the hosp's crash carts.